Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that while being in the hospital she experienced low blood glucose. Customer stated she the hospitalization was not due to diabetes. Customer reported that she had a meter that was reading 83 mg/dl but she didn't feel well and knew she was lower. She tested her blood glucose with another meter and it was found that her blood glucose level was at 43 mg/dl. Customer was assisted with programming the meter ID into the insulin pump. She declined to troubleshoot for low blood glucose. Nothing further reported.